Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. Additional information from the representative indicated that during the reposition procedure of the other lead this left ventricular (lv) lead got pulled out of the coronary sinus as the physician believes he accidentally got it tangled on one of the instruments while trying to dissect down the suture sleeve of the rv lead. The lv lead will not be returned as this was sent for culture. No additional adverse patient effects were reported.